Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that patient needed to turn stimulation up. Caller stated she was on a plane 2 weeks ago and her back went crazy. Caller stated when she got off the plane she could not walk and was in pain. Caller stated it was horrid. Caller reported that she went to a chiropractor and after seeing them she could walk again. Patient sync'd with the patient programmer (pp) and it showed stimulation off. The pp was off. It was reviewed with the patient to turn stimulation on. This did not resolve the issue. Caller stated that after turning the stimulation back up she could not feel stimulation and she had never really felt stimulation before. Patient reported turning on stimulation did not resolve current issue. It was reported that the patient had ability to change amplitude/ groups and/or programs. It was reviewed with the patient to increase or decrease amplitude, however, this did not resolve issue. Caller turned stimulation all the way up 3.50v to 6.0v and could not feel stimulation. Caller redirected to healthcare provider. It was reviewed with the patient to turn stimulation back to 3.5v and see if over time it would help resolve her pain. No further complications were reported or anticipated.